Event description:
This system was implanted and the pocket was closed. During post-op testing it was noticed that the rv lead had become dislodged. The physician reopened the pocket and attempted to reposition this lead several times. The physician confirmed that the helix was functioning appropriately, but the lead would not remain fixated to in the rv. This patient had previously had a competitive pacemaker system, and the rv lead from that system also became dislodged. The physician attempted to place the system on the right side, however the veins were occluded and the physician could not gain access. This case was abandoned and the patient did not receive an ICD system at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations at the df-1 connector and of the proximal shock coil, which occurred most likely during the explant surgery. During further analysis, no deviations were noted which might be related to the fixation issue mentioned in the complaint description. In particular, the values measured during the analysis of the fixation mechanism proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.